Manufacturer narrative:
The technician investigated and the account did not have any further information about the alleged incident. The technician stated the account had the bed back in service after their maintenance inspected the bed and found no issue with the bed. The technician found the bed was working as designed.

Event description:
The account alleged that the patient reportedly was in a sitting position with the head of the bed upright. The bed allegedly went into a flat position on its own and the patient experienced back pain and arm numbness post event.